Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the codman electrosurgical irrigator (901001irro) blew the fuse. It is unknown under what circumstance this event occurred; however, no patient injury, death or surgical delay was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields. The codman electrosurgical irrigator (901001irro) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were identified. Failure analysis: evaluation of the codman electrosurgical irrigator noted that the fuses were blown and needed to be replaced. The irrigator worked properly after replacement of the fuses; no faults were found. Safety and final tests were performed within specification. Root cause analysis: a potential cause of the reported failure may relate to an overvoltage condition occurring from input.